Manufacturer narrative:
Merge healthcare is continuing to investigate the customer's issue to determine if additional actions are required.

Event description:
Merge eye care pacs is intended to be used for viewing, communicating and storing digital images derived from an image modality. Pacs functionality includes, recording, annotating, calculations, patient medication/interaction information, monitoring & tools to modify/enhance image& demographic data. On (B)(6)2017 a merge eye care pacs customer alleged that when an image was selected for deletion another image was deleted. Merge technical support investigated the customer's issue and confirmed that the image the customer had selected was not the image that was deleted. In general, customer's have the option to resend the images from the modality. This malfunction could potentially cause a delay in diagnosis or treatment for a patient, however no actual patient harm was reported by the customer. (B)(4).